Event description:
It was reported by the customer that a pyxis anesthesia es system's keyboard failed, while attempting to remove a medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the device's keyboard power management settings. Power settings were reconfigured by disabling the power saving mode which fixed the keyboard issue. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-apr-2022 to 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the device's keyboard power management settings. Power settings were reconfigured by disabling the power saving mode which fixed the keyboard issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system's keyboard failed, while attempting to remove a medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event